Event description:
The customer reported that while responding to a cardiac arrest call, the device was powered on and following a few minutes of attending to the pt, the device showed zero battery life. The device was only able to monitor the pt for about one and a half minutes before losing power. The pt did require defibrillation based on their heart rhythm. A back up device was called to the scene and after a delay of approximately 20 minutes, the pt received 2-3 defibrillation shocks. During the delay in care, the pt was receiving constant CPR, however, the pt did not survive. The customer reported that the device was checked out the morning of the event and was found to have been functioning normally with full battery life. The reported event was the first pt event of the day, when the device lost power.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported failure. Physio was able to observed proper device operation through functional and performance testing and the device was returned to the customer for use. Through investigation of the electronic pt file, it was determined that the device was never completely powered off following the morning testing of the device. The device lost power due to normally depleted batteries from being powered on for over five (5) hours. The cause of the reported event was due to use error.